Event description:
A male pt contacted lifecor customer support to report that he was receiving "check te pad" messages. He reported that the te pads were correctly inserted and were on his skin. Support requested a download. The download supported the pt's statements. In 2007, a lifecor territory manager (tm ) went and visited the pt . The tm did not exchange any equipment at this time because the pt had no further problems after the call the day before. On three days later, the pt contacted support to report that he was receiving alarms. Support made sure that the garments were being properly laundered. The pt ensured that the te pads were in correctly. The pt's wife stated that the rear te electrode looked like it was low. Support had the pt tighten the garment. The alarming stopped. Pt called back again on 9/6/2007 to report that the alarms were continuing . Support sent a pt service rep (psr) to visit the pt on the next day. The psr fitted the pt into a smaller garment. Later that day, the pt called support to report that the alarms are continuing. Support sent the pt a replacement electrode belt. On the following day, pt contacted support to report that the alarms had continued with the new electrode belt. Support sent the pt a replacement monitor.

Manufacturer narrative:
Device MFR date: electrode belt. Monitor - 03/2007. Device eval summary: device evaluations of electrode belt and monitor have been completed. The reported problem was confirmed. The cause for the monitor was giving "check te pad" messages because there were multiple defective solder connections on the c/a board. The root cause of the defective ca board is unk, but is likely random component failure. The is monitor also had a damaged battery connector. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into the misaligned connector. The connector was repaired. The monitor was repaired, retested and restocked. Electrode belt was tested and found to be functionally normal. It was restocked. No adverse event resulted from the damaged monitor. The pt received a replacement monitor and electrode belt.